Event description:
It was reported that the physician was attempting to treat a patient who was hospitalized for coronary heart disease. Angiograph result showed 95% stenosis in the lcx. The physician was attempting to deliver a 3.0mm diameter x 24mm length endeavor resolute (rx) drug eluting stent to the lcx but the device failed to cross the target lesion due to calcification. The physician pre-dilated the lesion again and changed to another stent to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: it was noted during evaluation that the stent was deformed as one of the stent segments was damaged. The balloon had not been inflated. The stent was positioned correctly on the balloon and a strut on the 14th distal segment on the stent was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified lesion with 95% stenosis). Inherent risk of the procedure (stent deformation). Conclusion results: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (calcified lesion with 95% stenosis). (B)(4).